Manufacturer narrative:
Additional manufacturing narrative: other, other text: attempts have been made to obtain the product. The product has not been returned to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number and address exceed the maximum allowable characters. Address and phone information are as follows: (B)(6). Device not returned.

Event description:
The customer reported high psi values when there is relatively low/no emg/artf and sef values are low as well. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sedline module was evaluated. Visual inspection upon receiving revealed no external damage or defects. Module tested for 5 minutes continuously and no error was observed. No internal defects or damage observed. Psi comparison measurements were obtained using masimo root and customer eeg sensor for 10 minutes. The module passed the psi comparison measurements. The module was determined to be fully functional. Initial reporter phone number and address exceed the maximum allowable characters. Address and phone information are as follows: (B)(6).

Event description:
The customer reported high psi values when there is relatively low/no emg/artf and sef values are low as well. No patient impact or consequences were reported.